Event description:
It was observed during the device inspection that the duodenovideoscope exhibited a gap in adhesion at the tip body. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was confirmed by olympus. The issue could have occurred by stress of repeated use, external factors, or handling of the device. A definitive the root cause could not be specified. The event can be prevented and detected by following the instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿, which describes the methods for handling on the suggested event. Olympus will continue to monitor field performance for this device.